Event description:
Follow-up indicated that the patient stabilized. It was noted that the patient has a history of seizures. The physician did not believe the seizure was device-related.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced seizures shortly after the implant procedure. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event.